Manufacturer narrative:
Concomitant medical products. Model: 457453, lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to the patient developing infective endocarditis and a noted vegetation on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.